Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 328 mg/dl with an unknown cause. Reportedly, the customer's mother administered a manual injection to treat bg due to the customer being unable to do so. Supply changes were performed to address bg.